Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A biomedical engineer at the user facility reported a saline bag backfilled in recirculation mode while the unit was being setup for use. A patient was not connected to the machine at the time of the incident. The drain line length and height are within specification. Quick disconnects (qds) are used on the drain line, but no obstructions were found. The cbe upgrade has been performed and the air separator adapter board has been installed. No alarms were noted at the time of the event. The biomedical engineer ordered a replacement air separator for this unit. The machine is currently out of service pending the installation of the new air separator by the biomed. No parts are available to be returned for evaluation by the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res ran a priming session in order to try and recreate the problem. Follow-up information provided by the biomed revealed the air separator was replaced to resolve the issue. The res on-site evaluation was performed after the air separator was replaced. The saline bag backfill issue could not duplicated during the functional testing. However, the res replaced the air separator, air separator adapter board, and high flow relief regulator as a precautionary measure. The res rechecked the priming operations and again no problems were found. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during recirculation was not able to be confirmed.

Event description:
Follow-up information was received by the biomedical engineer who revealed that a replacement air separator board was installed on this unit to resolve the issue. No further occurrences of the saline bag backfill occurred since the part replacement and the res on-site evaluation.